Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during pacemaker replacement surgery. During the attempted replacement of right atrial(ra) lead, the new ra lead exhibited loss of capture. The new ra lead was not used and was replaced by the original ra lead. The physician believed that the patient's atrium iwas too large, and myocardial fibrosis caused poor parameters the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.